Event description:
It was reported that the unit was not delivering enough fluid to the joint during a case.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.